Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was inserting a retrograde antegrade femoral nail (rafn) antegrade. As he was inserting the nail, x1 03.010.523 lot#8751022 driving cap threaded broke off inside of x1 03.010.487 lot#8806948 radiolucent handle. The driving cap fell to the floor. The surgeon was instructed to continue to mallet the handle directly to successfully insert the nail. Additionally, when he was inserting distal interlock screws, x2 03.045.008 lot#3100p48, lot#unknown) retention pin screws screwdriver broke off the tips inside of screws. The broken tips remained incarcerated into the heads of the screws. The surgery was successfully completed with no delays. No patient consequence was reported. This report is for one (1) retent pin scrdriver qc hex 12/sht/xl25. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the malfunction were identified. Part number: 03.045.008, lot number: 3100p48, manufacturing site: haegendorf, release to warehouse date: 16 december 2022. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.